Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio flex meter read inaccurately in comparison with results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unspecified date he obtained results on the subject meter that had a difference of ¿above 100mg/dl¿ compared with a glucocard menarini meter, performed within 30 minutes of each other. The patient claimed that the results on the subject meter are ¿higher or lower¿ than on the other device. The patient manages his diabetes by self-adjusting his insulin doses and increased the dose of his insulin in response to the allegedly inaccurate results. The patient reported that on an unknown date after the alleged issue occurred, during the night, he developed symptoms of ¿feeling dizzy, headache and perspiration¿ and that he tested with the subject meter and got a result of ¿45mg/dl.¿ the patient reported that he self-treated by eating an apple and afterward got a result of ¿85mg/dl¿ on the subject meter. During troubleshooting the cca noted that the meter was set to the correct unit of measure and when a control solution test was performed the results were not in range. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan¿s criteria of a serious hypoglycemic event after the alleged meter issue occurred.